Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the technical support specialist attempted to reinstall the biometric identifier driver, successfully installed but biometric identifier not detected. Later, a field service engineer checked connections found no issue, upgraded biometric identifier to 02 version and installed new drivers. All relevant tests passed in hardware test application (hta.) Customer able to login without issue. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.